Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted without incident. When the second mitraclip was being steered down to the mitral valve, aligning perpendicular to the valve, a single leaflet device attachment (slda) was noted on the first mitraclip. The posterior leaflet was no longer inside the first clip. There was no evidence of chordal rupture, tissue damage or any other leaflet injury due to the slda. The procedure continued with two additional mitraclips to stabilize the slda clip. Mr was reduced to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot specific product quality issue. A definitive cause for the single leaflet device attachment (slda) could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.